Manufacturer narrative:
Eight (8) used samples were received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the luer activated valve of all eight samples. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) clearlink blood bag spike adapters were cracked. During set-up/prime, the spike adapters were observed cracked. Per the reporter, ¿multiple¿ medications were being used during prime (no further information was provided). There was no patient involvement. No additional information is available.